Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral head. There were two sheath exchanges (all sheaths were model terumo). The first sheath used was a 5f sheath which was exchanged to a 45 cm 6f sheath. The second sheath used (the 45 cm 6f sheath) was then exchanged with an 11 cm 6f sheath. Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. A pre-procedure angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.5 mm. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure when the device reached the sheath. Since access was maintained, a second mynxgrip vascular closure device 6f/7f was deployed successfully utilizing the buddy wire (guide wire) technique. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6 mm from the balloon proximal tip. The review of the lhr (lot f1313405) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. However, it was reported that a femoral angiogram showed pvd/calcium in the vicinity of the puncture site.